Manufacturer narrative:
Follow-up received on 22-sep-2016: the required follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who requested essure (fallopian tube occlusion insert) removal because she believed that the pet fibers could be causing many of her problems. Physician is planning on removing the coil and tube. This event, interpreted as a suspicion of device allergy, is listed in essure's reference safety information. The essure insert consists of a stainless steel inner coil wrapped in a dynamically expanding, super elastic nickel titanium (nitinol) outer coil, and polyethelene terephthalate (pet) fibers. Allergic reactions to essure may happen, and are more commonly related to nickel sensitivity. In this particular case, limited information was provided. The patient reported non-serious events such as mood issues and insomnia (considered as unrelated to essure due to their nature) in addition to unspecified problems that she attributed to the pet fibers in the device. Although minimal information was provided for a comprehensive causality assessment, since physician is planning on remove essure, causality with the suspect insert cannot be excluded. Due to the planned intervention, this case was regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No further information could be obtained.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Physician stated that she had a patient that was convinced her one essure (the other coil fell out) was causing many of her symptoms including daily headaches, mood issues, insomnia. She would like to remove the coil and mentioned that the pet fibers could be causing many of her problems. Physician said that she is planning on removing the coil and tube. The patient asked for a hysterectomy originally but then agreed to just the essure removal. Quality safety evaluation received on 28-jun-2016: ptc global number (B)(4). In this case, no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who requested essure (fallopian tube occlusion insert) removal because she believed that the pet fibers could be causing many of her problems. Physician is planning on removing the coil and tube. This event, interpreted as a suspicion of device allergy, is listed in essure's reference safety information. The essure insert consists of a stainless steel inner coil wrapped in a dynamically expanding, super elastic nickel titanium (nitinol) outer coil, and polyethylene terephthalate (pet) fibers. Allergic reactions to essure may happen, and are more commonly related to nickel sensitivity. In this particular case, limited information was provided. The patient reported non-serious events such as mood issues and insomnia (considered as unrelated to essure due to their nature) in addition to unspecified problems that she attributed to the pet fibers in the device. Although minimal information was provided for a comprehensive causality assessment, since physician is planning on remove essure, causality with the suspect insert cannot be excluded. Due to the planned intervention, this case was regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Follow-up information is being sought.